Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 2 unopened and 3 open units. Analysis and results: there is a previous complaint of this code batch, regarding the same issue, closed as justified after the analysis. (B)(4) units of this code batch were manufactured and distributed in the market. There are no units in stock. Received two closed samples and three open and unused pouches with the needle detached from the thread and the thread still wound on the pack. Tightness test to the closed samples received has been performed and the units are tight. Tested the needle attachment of the two closed samples received and the results do not fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the needle was detached from the suture when the package was opened.